Event description:
2000 feeding started via syringe, feeding tubing, and feeding pump (62ml over 2 hours). Rn rounded on patient at approx. 2100 to find feeding tubing leaking near site of tubing connection to patient ng tubing. Rn assessed connection which was correct/attached correctly, then noted feeding tubing to be leaking near hub of tubing at end of ng connection.